Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, after dropping the ilet, the touchscreen cracked and became non-functional, leaving the ilet paused. The ilet displayed a blood glucose (bg) of 199 mg/dl, which was affected but not out of range for more than 90 minutes. The user corrected by switching to multiple daily injections (mdi). The ilet did not issue a bg alert. No medical intervention or outside assistance was required, and the user reported no symptoms. The user was provided a replacement ilet.